Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0cu0m, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va02brf, implanted: (B)(6) 2013, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A consumer whose indication for use was parkinson disease and movement disorders reported that he felt shocking on the right side of his face in 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.